Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient experienced blood glucose exceeded 500 mg/dl while wearing the pod between 1 and 4 hours on the leg. On (B)(6) 2018 patient felt "sick" and "struggled all day." On (B)(6) 2018, patient was unable to control bg, despite multiple boluses delivered. On (B)(6) 2018, patient attempted to shower, however fell twice and hit his head. Additionally, patient experienced 2 seizures and was vomiting. Subsequently, an ambulance was called, patient was taken to the hospital and admitted to the intensive care unit. Patient received diagnosis of hyperglycemia, high blood pressure, and a confirmed seizure. Treatment included intravenous therapy, consisting of insulin, fluids, blood pressure medication, and one additional medication (unknown). Patient's wife felt as though the omnipod system was not to blame for vomiting, as "he may have eaten something that did not agree with him."